Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl when admitted to the hospital and had ketones. The customer was treated with the insulin pump and manual injection/insulin pen. Troubleshooting was performed and found that the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was not active at the time of the event. The nature of treatment visited to emergency room. The symptoms the customer reported at the time of hospitalization event were increased thirst and vomiting. The reason for hospitalization was high blood glucose/diabetic ketoacidosis. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.

Event description:
Customer reported waking up on (B)(6) 2023 at 3am with high blood glucose value of 500mg/dl and feeling super thirsty. She had ketones and changed her set and site. She treated the high with her insulin pump. However, her blood glucose was not coming down and she started vomiting. So, she went to the emergency room at 16:00. She was not admitted to the hospital and was not hospitalized. They gave her fluids and treated her with manual injection. During troubleshooting, pump passed the high pressure test.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. Information submitted in section h6 (medical device problem code): 2364 with initial report was not required.

Event description:
Customer reported waking up on (B)(6) 2023 at 3am with high blood glucose value of 500mg/dl and feeling super thirsty. Customer had ketones and changed set and site. Customer treated the high with insulin pump. However, blood glucose level was not coming down and customer started vomiting. So, customer went to the emergency room at 16:00. Customer was not admitted to the hospital and was not hospitalized. They gave fluids and treated customer with manual injection. During troubleshooting, pump passed the high pressure test. Customer did not meet the criteria for diabetic ketoacidosis.